Event description:
The facility reported an infusion pump with a failure code 812:02. This was discovered during biomed testing. The facility representative stated that no patient injury was reported on this pump since the last baxter service event.